Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2013-00454. The device investigation of this MDR is pending and its results may affect the conclusion of this MDR. A follow up MDR will be submitted upon the investigation of the device in MDR 3005168196-2013-00454. The device was discarded by the hospital.

Event description:
The doctor reported that while treating the patient¿s large venous aneurysm, access from the jugular was incredibly difficult. The wire was eventually placed; however, getting the px slim to go through the narrow channel was extremely difficult and it took over 2 hours to gain access. The coil deployed well; however, the doctor reported that it was extremely difficult to deploy the last 1 or 2 centimeters of coil. After applying considerable pressure the first coil passed through the bend and was successfully deployed. The second coil was a 6 x 20 complex soft. This also could not be fully pushed through the px slim. The doctor decided to deploy the coil with the detachment zone still in the slim. The doctor suggested that there must be a hole in the sidewall of the px slim. When he tried to pull the coil back it jammed and the nitinol stretch resistant filament snapped and the coil prematurely detached. The doctor had to use hep saline to flush the coil out of the slim and it dropped into another area of venous sinus. The doctor attempted to retrieve the prematurely detached coil with an alligator device but was unable to do so. He was able to position the coil in the body where it would not cause any problems. The doctor used another px slim to complete the procedure and the patient remained unharmed due to the event.

Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00454.